Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was replaced as the white power cable would not connect/download the data to the heartmate touch and system monitor on different devices. The controller was reviewed by the biomedical engineer and the exchange was made. The device would be returned for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not connecting to or downloading from the system monitor was confirmed via evaluation of the returned system controller. Upon connecting the returned heartmate 3 system controller, serial number (B)(6), to the system monitor, the reported event of no communication between the system controller and system monitor was confirmed. The resistances of the underlying wires of both power cables were measured, revealing an open loop on the orange wire. The orange wire corresponds to the communication wire of the system controller and damage to the orange wire. The outer jacket of the white power cable was stripped, and the orange wire was observed to be severed near the controller connector bend relief. The orange wire being severed is consistent with the reported event of no communication between the system controller and system monitor. The system controller power cables were replaced with known working test power cables and the system controller was able to pass all functional testing and support a mock circulatory loop for an extended period without issue. The provided information indicated the system controller exchange resolved the lack of communication. The root cause for the lack of communication between the system controller and the system monitor was determined to be due to the orange wire in the white power cable being severed. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (IFU) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.